Event description:
The wrong medication was put in the pump at the time of implant. Morphine was put in the pump and it was supposed to be dilaudid. At the time of this report, the patient was sick. It was unclear if the patient being sick at the time of this report was related to the wrong drug being put in the pump as the patient symptoms related to the event, the interventions, and event outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).